Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec fx top, the incorrect sequence number was captured from a scanned bactec bottle. This occurred with two (2) bottles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: a failure was reported on a bactec fx top instrument. The customer reported that a wrong sequence number was captured from the scanned bottle. Log files were collected for analysis. From the log files, it was determined to not be an instrumentation related issue. The problem appeared to be a workflow related issue. Bd remote services assisted the customer with vial dissociation and association workflow steps. The instrument is working properly. The root cause is unknown. This complaint is an unconfirmed failure of a bd product. Physical samples were not received by quality for investigation however, log files were received and reviewed. If physical samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to instrument performance / operation. Bd quality will continue to closely monitor for trends associated with this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd bactec fx top, the incorrect sequence number was captured from a scanned bactec bottle. This occurred with two (2) bottles. No adverse impact was reported regarding the patient or user.